Manufacturer narrative:
MFR received info that the motor allegedly locked up in the street. No other details of the event were provided. No injury is reported. It is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have occurred. MFR is working with the dealer to have the product returned for eval. Malfunction is not confirmed.

Manufacturer narrative:
(B)(4) issued mfg report #1525712-2012-00022. No serious injury has been alleged. Product was approximately 2 months old at time of complaint. Consumer alleges that the motors are locking up and cannot free wheel while locked up. Both a preliminary product evaluation and a regulatory affairs inspection/test were completed. Results are; the motor park brake assembly has caused this issue. Debris has accumulated in the friction disk and has caused the complete lock up of the park brake assembly. This, in turn, causes the motor to not rotate at all. Manufacturer received information that the motor allegedly locked up in the street. No other details of the event were provided. No injury is reported. It is unknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have occurred. Manufacturer is working with the dealer to have the product returned for evaluation. Malfunction is not confirmed.

Event description:
The motors are allegedly locking up, causing the chair to stop in the street. No injury is alleged.

Event description:
The motors are allegedly locking up, causing the chair to stop in the street. No injury is alleged.